Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 82mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A contralateral approach was performed to treat the stenotic and calcified right superficial femoral artery (sfa). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right sfa. A 6fr sheath was inserted from the left femoral region, the guidewire crossed through the entire lesion part with a micro-catheter as a backup, and the lesion part was observed with intravascular ultrasound. A 4.0mm x 220mm x 150cm, coyote balloon catheter was advanced for pre-dilation. However, the lesion was partly calcified, and the indeflator gauge began to drop when the pressure was increased up to 8atm for 30 seconds. As further pressurization was no longer possible, the pressure was reduced, blood was drawn with plunger, and it was determined that the device has ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. A contralateral approach was performed to treat the stenotic and calcified right superficial femoral artery (sfa). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right sfa. A 6fr sheath was inserted from the left femoral region, the guidewire crossed through the entire lesion part with a micro-catheter as a backup, and the lesion part was observed with intravascular ultrasound. A 4.0mm x 220mm x 150cm, coyote balloon catheter was advanced for pre-dilation. However, the lesion was partly calcified, and the indeflator gauge began to drop when the pressure was increased up to 8atm for 30 seconds. As further pressurization was no longer possible, the pressure was reduced, blood was drawn with plunger, and it was determined that the device has ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.